Event description:
Phaco handpiece not irrigating properly. Dr removed handpiece from eye. New handpiece and tip tested in bowl of water to determine correct functioning. Procedure resumed. Handpiece still not working properly. Panel on machine showed "vent" occasionally when trying to use handpiece. New phaco machine obtained. Dr elected to perform an extracapsular cataract extraction at this time instead of using another machine.